Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil prematurely detached. The patient was being treated for a ruptured fusiform aneurysm in the middle carotid artery (mca). The max diameter was 3mm and the neck diameter was 4mm. Patient blood flow was normal and vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).  A coil form another company was deployed. Then a second coil which was from medtronic was prematurely detached. Some coil part came in to the parent artery. Physician then chose to deploy an atlas stent. The coil remains in patient. The coil was implanted at the intended location. No surgical or medical intervention is required. The pushwire was not bent or broken. The physician repositioned the coil 2 times. The physician attempted to detach the coil. They tried 2 times with the instant detacher. They tried 1 time using the manual method. 1 instant detacher was used. The physician didn't not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The patient is fine. No symptoms were reported.  Ancillary devices: neuron guide catheter, sl 10 microcatheter, synchro guidewire.